Manufacturer narrative:
System was used for treatment. Kit lot d135 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak. The smart card data and photographs were returned for analysis. Review of the photographs confirmed that a blood leak occurred and it did so from the collect pump tubing segment. Blood had pooled in the shallow recess below the right side of the collect pump head, but not below the left side of the collect pump head, an indication of where the leak is in the tubing segment. Review of the photographs provided by the customer as well as the smart card data was unable to determine the root cause for the leak in the collect pump tubing segment. The service order feedback was not available at the time of this report. A supplemental report will be created once the service order feedback is received. This assessment is based on the information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer reported that on (B)(6) 2016 they noticed a tubing leak under the pump #1. Incident occured during the collect phase at 264 ml- the collect rate was 50 ml/min. Customer stated that she stopped the treatment and did not return the blood to the patient, who was reported in stable condition. Clinical services specialist (css) dispatched service to clean the pump deck. The customer will submit a photo for investigation.

Manufacturer narrative:
Service order (B)(4) completed: service engineer replaced collect pump motor and seal, and he performed system checkout procedure successfully. (B)(4). Device not returned for evaluation.